Event description:
The doctor reported to a porex surgical distributor that the pt received medpor customized left parietal cranial implant. The doctor stated that the customized left parietal cranial implant was about 2 cm too large. The doctor stated that he had to adjust the fitting with forceps and bone punches and it cost him an additional hour of surgery time. The doctor stated that the main objective of filling the defect was accomplished.

Manufacturer narrative:
Following a review of the device history record for lot number 89020-mci-570-09 f005b13h, it was determined that all processes and test criteria are within the medpor customized implant finished product specification. A review of the documentation to ensure uniformity with the implant order and the doctor's request was conducted. All documentation was complete and correct with the order request.